Manufacturer narrative:
(B)(4) 2013: an analysis from the manufacturer is pending.

Event description:
During an interrogation on (B)(6) 2013 warning message #27 was displayed. (The device was reinitialized 4 times since the beginning of life. The last reset date: (B)(4) 2013) the charge time to 42 j was normal (13 seconds). Preliminary analysis received from the manufacturer on (B)(4) 2013 indicated the 4 resets were related to an abrupt decrease of the device internal power supply. The root cause of the abrupt decrease in device internal power supply has not been determined at this time. It is possible that the reset will reoccur. The physician should consider device replacement. If the physician chooses to leave the device implanted, any new resets should be reported and expertise files analyzed.